Event description:
The reported issue was: 'system error 41541-1003.' There was no reported patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Testing found defective latch lock sensor. The sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.